Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that approximately six years post index procedure the patient presented emergently to the ER. The patient had not been compliant with follow ups since the index procedure. The physician stated that the anuerx stent graft was now in the aneurysm sac and the aaa is currently 8cm in diameter. The physician placed an endurant aui in to exclude the endoleak; however, the proximal neck was short (1cm) and conical (27mm-34mm). Also, there was a lot of calcification at the proximal neck. The physician could not obtain a seal with the endurant aui, so the physician opened the patient to do an open repair. The endurant stent graft remains in the patient, and the physician is sewed a graft to it. The bifurcate was cut off from iliac limbs. No additional clinical sequelae were reported and the patient is fine. The physician wasn't sure what the cause of the event was, but said the patient had CABG done in 3 years ago with a balloon pump. The physician thinks the stent graft was pulled down by the balloon pump.

Manufacturer narrative:
(B)(4).